Event description:
It was reported that the patient was in the ICU (intensive care unit) and was lethargic. The patient had the symptoms for around a week. It was noted that the pump eri (elective replacement indicator) occurred on (B)(6) 2013. No alarms were mentioned. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).